Manufacturer narrative:
The reported failure of the charging of the internal battery s accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo device was returned to the manufacturer's service center for preventative maintenance due to a "ventilator service required" alarm. No patient harm or injury was reported. The device was returned and evaluated. A failure in charging the internal battery error code was observed. In conclusion, the internal battery was replaced to address the issue. The device passed all final testing.